Manufacturer narrative:
The returned open packet was examined. Examination revealed suture material remaining inside of the needle, indicating that the cause of the needle/suture separation was suture clip-off. That is, the swaging force was such that the suture was cut or damaged allowing premature pull off. No batch number identification was provided threfore no batch records review could be conducted. Ethicon will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
International affiliate customer reports that the suture came off the needle at the swage point during an unspecified surgical procedure. There are no reported adverse consequences to the pt related to this event.